Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, audio/vibrate anomaly/absence of alarm. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), other. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-1780kl, mmt-242a. Customer reported an audio/vibrate anomaly. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Customer reported high bgs. Customer reported low bgs. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1780kl. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that the pump was not giving notifications when the blood glucose levels are high or low. No treatment for the high or low was mentioned. Troubleshooting was not done since helpline could not reach the customer. Pump was used within 48 hours of the high and low. It was unknown if auto mode was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.